Event description:
Medtronic received information regarding an imaging system being used for a sacroiliac and thoracolumbar procedure. It was reported that the imaging system gantry would not open while around a patient. It was unknown if they used the yellow emergency open button, but they resorted to using the wrench to open the gantry. They resorted to using their other imaging system to continue the case. This was occurred intra operatively. There was a reported delay of 45 minutes and no reported impact to patient outcome.

Manufacturer narrative:
(H3, h6): manufacturing representative went to the site to test the system, replaced power enclosure and performed a system check. System was operational. H2-3) the part was returned to the manufacturer for evaluation. After functional testing and visual/physical examination, unable to confirm reported complaint. The power conversion enclosure passed bench testing. Installed into test system. When powered on an internal short in the power conversion blew the power tray fuse. Faulty power conversion. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000860, serial/lot #: (B)(6) rev. B. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.